Event description:
On the third pass, the nosecone tip separated from the catheter. The physician was able to retrieve the tip without further complications. No patient implications.

Manufacturer narrative:
Retroactive audit of complaint files determined filing.